Manufacturer narrative:
The insulin pump had currents within specification and no blank display was noted. The liquid crystal display board was noted okay. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and tube, a missing end cap sticker, and a corroded battery tube.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 143 mg/dl. The customer stated they had changed the battery but still had issues with the pump turning on. The customer reported that there was physical damage in the battery compartment of the pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.